Manufacturer narrative:
The serial number for module 2 is (B)(6), and the serial number for module 3 is sn (B)(6). The alubmin reagent's lot number is 90975701 with an expiration date of (B)(6). The cholesterol reagent's lot number is 92149201 with an expiration date of 31-aug-2026. The hdl cholesterol reagent's lot number is 85879501 with an expiration date of 31-jan-2027. The total protein reagent's lot number is 91805401 with an expiration date of 31-jan-2027. The field service representative found that the patient's sample had hemolyzed in the test tube, which was aspirated by the instrument. He cleaned the patient's sample tube and performed tests with acceptable results. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable test results for 1 patient sample on a cobas c 503 analytical unit. The affected assays are albumin gen.2, cholesterol gen.2, hdl-cholesterol gen. 4, and total protein gen.2. The initial albumin result was 0.533 g/dl, and the repeated results were 4.44 g/dl (obtained on module 2) and 4.42 g/dl (obtained on module 3). The initial cholesterol result was 39.6 mg/dl, and the repeated result was 202 mg/dl (obtained on module 2). The initial hdl cholesterol result was 13.0 mg/dl, and the repeated result was 65.0 mg/dl (obtained on module 2). The initial total protein result was 5.91 g/dl, and the repeated results were 7.03 g/dl (obtained on module 2) and 6.94 g/dl (obtained on module 3). The sample was repeated because the physician questioned the initial results. The repeated results were believed to be correct.

Manufacturer narrative:
The calibration and qc were acceptable. The alarm trace showed an "abnormal aspiration" alarm. Correction to initial report: it was initially reported that "the field service representative found that the patient's sample had hemolyzed in the test tube, which was aspirated by the instrument." The statement should be corrected to: the field service representative performed a visual inspection and confirmed the sample was clear of fibrin, clots, bubbles, hemolysis, lipemia, or icterus. The field service representative cleaned the patient's sample tube and performed testing with acceptable results. He performed a hardware check with acceptable results. The investigation determined that the service actions resolved the issue.